Manufacturer narrative:
The insulin pump was with corroded battery tube, cracked reservoir tube lip, broken battery tube threads, minor scratched liquid crystal display window and scratched reservoir tube window and blank display due to corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that moisture was visible in the battery compartment. Customer also mentioned a blank display. Customer's blood glucose reading at the time of the call was 101 mg/dl. No further information reported.